Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 100mcg/ml for a total dose of 35.98mcg/day, bupivacaine 30mg/ml for a total dose of 10.794mg/day, and clonidine 600mcg/ml for a total dose of 215.89mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 a review of pump logs/device interrogation revealed multiple motor stalls and recoveries had occurred . It was noted that a pump motor stall occurred on (B)(6) 2017 at 23:27 with a motor stall recovery on (B)(6) 2017 at 00:04 and a pump motor stall occurred on (B)(6) 2017 at 14:40 with a motor stall recovery at 15:01. There was no report of an magnetic resonance imaging (MRI). No actions taken. The outcome of the event resolved without sequelae on (B)(6) 2017. The device diagnosis was pump motor stall. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2018. It was reported that the cause of the stall was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.